Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2015 that the patient has an appointment for explant of her vns device due to low battery and device not working. Explant of the device has not occurred to date.

Manufacturer narrative:
Date received by manufacturer, corrected data:the supplemental report #2 inadvertently reported the date received incorrectly. The correct date was (B)(6) 2015.

Event description:
It was reported that the patient was hospitalized in (B)(6) 2014 for seizures and has been very upset since. It was reported that the vns battery may not be working to the full effect and the patient may be experiencing more intense seizures as a result. The patient has been referred for generator replacement surgery. No known surgical intervention has been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that the patient did need generator revision, and the physician had referred her, but the patient did not recall. A battery life calculation was obtained based on in-house data. The results indicate a minimum of 0.1 years remaining. Accounting for incomplete data, the device being at end of service is a likely contributor to the adverse events.

Event description:
It was reported that the patient had their vns generator removed on (B)(6) 2015.